Event description:
A caller reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge it via a wall outlet and a different wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different power sources, but when these attempts failed, they decided to replace the pump. The customer reverted to an alternate method of insulin therapy. Instructions were also given to deplete the battery before transport and to return the problematic pump to tandem within 10 days using the provided pre-paid label and return box.